Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision procedure as the system lost pressure. During surgery, the entire ipp was removed and replaced. No patient complications were reported.